Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model#: mc1avr1 / expiration date: 14-apr-2022 / serial#: (B)(4), UDI #:(B)(4). Dev rtn to MFR? No. Device manufacture date: 22-oct-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless ipg. The patient experienced perforation of myocardium. Pericardiocentesis was required and the leadless ipg was not used. No further patient complications have been reported as a result of this event.